Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was implanted with a left ventricular assist device (lvad). Noise was observed on the ventricular channel, however, did not result in pacing inhibition. Boston scientific technical services (ts) discussed the possibility of myopotential oversensing. No adverse patient effects were reported. Subsequently, the patient underwent a heart transplant and the device was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed. A review of device memory noted the device had recorded three faults that were most likely caused by the use of electrocautery.